Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed with tandem technical support however, customer declined to complete the check. Customer replaced infusion set and resumed insulin delivery. Customers blood glucose was 200 mg/dl.